Event description:
Related manufacturer reference number: 2017865-2025-11125. Related manufacturer reference number: 2017865-2025-14330. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and inappropriate shock on the right ventricular (rv) and on the implantable cardioverter defibrillator (ICD), lead and noise oversensing on the atrial (ra) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient was in stable condition.